Event description:
It was reported that a patient passed away coincident with peritoneal dialysis therapy. It was not reported if the patient was hospitalized prior to or at the time of death. Dianeal therapy was not being performed with a baxter healthcare device at the time of the event leading to death or at the time of death. The cause of death was reported to be myocardial infarction and no autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.